Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications the handpiece (hp) was received for evaluation. A visual assessment of the returned sample revealed no visual non-conformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The hp was found to meet specification. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. There was no further information provided from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, a phacoemulsification handpiece warmed up and simultaneously torsional ultrasound power was decreasing, in ten seconds it totally disappeared (no ultrasound power at all). No system message was displayed. The surgeon replaced the handpiece and successfully completed the surgery. There was no harm to the patient.